Event description:
It was reported that right hip revision surgery was performed due to dislocation and hematoma formation. Leg length discrepancy, thigh swelling, pain and difficulty with weight bearing reported.

Manufacturer narrative:
Components were not revised. Open reduction performed.

Event description:
Right hip open reduction was performed due to dislocation and hematoma formation. Leg length discrepancy, thigh swelling, pain and difficulty with weight bearing.